Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, there was an unknown device deficiency reported and the patient required reoperation and explant of the device. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, device return status, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported through the implant patient registry, that a 32 mm 5200 mitral ring, implanted for 4 months and 28 days, was explanted due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported through the implant patient registry that a 32mm 5200 mitral ring, implanted for 4 months and 28 days, was explanted due to recurrent mitral regurgitation. Per obtained medical records, the patient presented with non-rheumatic mitral regurgitation, paroxysmal atrial fibrillation, history of mitral valve repair and maze procedure, severe tricuspid regurgitation, and congestive heart failure. The patient underwent mitral valve repair redo with a 31mm non-edwards porcine valve. The tricuspid valve was repaired with a 26mm physio ring. The patient tolerated the procedure well. The patient had postoperative complete heart block requiring leadless pacemaker. The patient was discharged in stable condition on post-operative day 17.